Event description:
Patient started a new infusion set on (B)(6) 2010 and blood glucose was "okay." On (B)(6) 2010, patient physically worked very hard. Blood glucose was 16 mmol/l at 4:00 pm, and patient delivered correction bolus through infusion device. Blood glucose was 13 mmol/l at 10:00 pm, and patient delivered additional insulin through infusion device. On morning of (B)(6) 2010, blood glucose was 13.2 mmol/l. Patient checked infusion set and noticed the self-adhesive patch was wet. Patient also smelled insulin. Patient attempted to change infusion set and insulin cartridge, and infusion device displayed e7 electronic error. Infusion device was replaced and infusion set was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.